Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01473, 3005168196-2017-01475, 3005168196-2017-01476, 3005168196-2017-01477. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization to treat a pseudo-aneurysm in buttocks using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance five ruby coils through the lantern, the physician experienced resistance and was unable to advance the coils through the lantern; therefore the ruby coils and the lantern were removed. The procedure was completed using a non-penumbra microcatheter, non-penumbra coils and an additional ruby coil. In addition, there was no noted damage on the lantern after removal. There was no report of an adverse effect to the patient.